Event description:
It was reported that during a device replacement, the right ventricular (rv) lead superior vena cava (svc) coil impedance measurement was "none". The lead was then disconnected and reconnected twice, but the result was the same. The svc electrode was turned off for the shock vector so energy will be delivered between the device and the rv coil and the rv lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analysis noted that a reading of "none" signifies that no impedance measurement was made due to a probable connection issue and operational context.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).